Event description:
Revision surgery - the surgery was initially performed due to wear of the insert, but the new insert would not seat into shell so it was not removed and disposed of. The previous implant could not be deciphered as it was very worn.